Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the dso seal lifted, upstream occlusion (uso) seal worn, and lens scratched. Event history log review was not applicable. Functional testing was able to replicate and verify the reported issue. The root cause was determined to be the dso seal. The dso seal was replaced. Service history review identified the device was previously serviced on 06-jul-2023 for the same reason of ¿dso seal damaged¿ and is related to this complaint.

Event description:
It was reported that the device had downstream occlusion (dso) seal degradation. The event occurred before infusion. There was no patient involvement and no patient harm.